Event description:
It was reported that there was a water spillage into the light source whilst in use resulting in sparking, smoke & cutting out. They observed black marks through the side grill where it has made contact with the active circuitry and there was water throughout multiple units on the tower. The light source had sparked and has visible damage. Therefore, there was a thermal event. The procedure was completed successfully by swapping the stack. The patient was under general anesthesia at the time.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a water spillage into the light source whilst in use resulting in sparking, smoke & cutting out. They observed black marks through the side grill where it has made contact with the active circuitry and there was water throughout multiple units on the tower. The light source had sparked and has visible damage. Therefore, there was a thermal event. The procedure was completed successfully by swapping the stack. The patient was under general anesthesia at the time.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: summary of evaluation: faults found burnt marks on ac inlet and both cables no power to the device due to fuses have been blown out. Action taken: replaced ac inlet and both cables replaced both fuses serviced. Tests qip function test auto calibration electrical safety test- (B)(4) passed all tests. Probable root cause: damaged light cable, damaged scope, damaged coupler, damaged leds, main board malfunction, loose / misaligned jaw assembly, light engine/ light pipe malfunction or damaged, bent esst contact, inconsistent esst contact, camera head communication, front board malfunction, touch panel malfunction, power supply malfunction, thermal switch malfunction, ac inlet board malfunction, inadequate air flow, sidne port malfunction, poor workmanship, inadequate calibration. Use errors, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence.